Manufacturer narrative:
(B)(4). The hospital biomedical engineering department evaluated their device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. The customer advised that their device was able to charge for defibrillation, however when attempting to shock the patient, the device displayed ¿abnormal energy delivered¿ and would not shock. This occurred four times, after the last attempt, the staff swapped devices. However, during the device swap the patient¿s heart started on its own and defibrillation was not needed. This issue is patient related; however the customer indicated that there was no adverse patient outcome. Physio-control attempted to contact the customer in order to obtain additional information about both the patient and the event, however the customer was unable to provide any further details.